Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that no performance allegation was noted on the ipg. The ipg was revised and remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that approximately two weeks post implant the device pocket is protruding from the skin. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.